Event description:
It was reported that the user experienced a high glucose reading associated with the pump indicating a high condition after the cartridge was not locked in place, which led to elevated blood glucose measured by fingerstick at 430 mg/dl for approximately two hours; the user was guided to disconnect, rewind the pump, properly insert and lock the cartridge, and complete fill tubing and fill cannula, with subsequent glucose returning to 119 mg/dl, and no back-up therapy, ketone testing, medical intervention, or assistance was needed. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the issue related to the cartridge setup was attributed to an improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.